Event description:
It was reported that while the stimulation was turned on, the patient experienced a loss of therapeutic effect with no stimulation sensation. The symptoms occurred following a road bike accident. The patient had been riding about 20 mph and came around a corner to notice a tree was down. The patient did not have time to avoid the tree and was subsequently thrown from the bike. As a result of the accident the patient had a broken clavicle and severe bruising on the arm where the lead was implanted. The patient programmer lights indicated the implantable neurostimulator (ins) was turned on, the ins battery was good, and the 9v programmer battery was good. The patient's status was reported to be good. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).